Manufacturer narrative:
The ge service representative conducted an onsite investigation. The sram and the technical processor were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a checksum error message. This malfunction occurred inside a procedure. No patient injury was reported.